Event description:
It was reported that a 190 balance middle weight guide wire was pre-loaded into the over the wire (otw) mini trek dilatation catheter (dl). Both were advanced through the guide catheter to the right coronary artery (rca). Resistance was met, and the heavily calcified lesion could not be crossed. The physician wanted to switch to a wiggle wire. A technique called "hydrogliding" was implemented. The mini trek catheter, proximal to the bmw wire, inside the rca, was then inflated to 16 atmospheres (atm). Once at 16 atms, the physician placed gentle force on the balloon catheter, expecting the mini trek catheter to remove via "hydrogliding", a pressure difference, while the bmw remains in the vessel. However, during the expected mini trek removal via "hydrogliding", both the bmw and the mini trek stuck together. Both the mini trek and the bmw were removed as a single unit. The patient was re-wired and a xience stent was successfully implanted. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The bmw universal ii device referenced was filed under a separate medwatch manufacturer report. The device was returned for evaluation. The reported difficult to remove the guide wire was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the mini trek ii otw instruction for use (IFU), warning section: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. It should also be noted that within the same IFU, it is stated that the balloon pressure should not exceed the rated burst pressure (rbp). Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.